Manufacturer narrative:
Additional information: manufacture date received. Correction: UDI number corrected.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the power enclosure was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power enclosure has been received by he manufacturer for evaluation however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the power enclosure was not functioning. It was reported that when a high voltage cable was plugged in, the lights and fans turn on but the fans and lights should not turn on. There was no patient present at the time of the issue.

Manufacturer narrative:
The enclosure power conversion was returned to the manufacturer for analysis. Analysis found that the transistor was found to be shorted. Analysis found that the reported event was related to an electrical issue.